Event description:
It was reported that during a da vinci-assisted surgical procedure, harmonic ace instrument excessive blade pressure, customer found a crack on the knife head, however nothing fell into the patient. It was note that when the nurse cleaned the knife head after the surgery customer lost a fragment. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. A distal gastric was being performed when the issue occurred. The instrument did not collide with any other instruments. No fragments fell inside the patient. The harmonic ace was returned for analysis. No photos or videos are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have the curved blade broken at the base. A piece approximately 0.438" x 0.084" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to section d: primary prod-material no. Was updated to "480275-08". Primary product batch/lot number was updated to "l822312070179". Primary prod-UDI no. Was updated to (B)(4).